Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the limited customer care advocate (cca) documentation since the patient was unwilling to answer all the questions asked, and terminated the call. The patient alleged that the subject meter started reading inaccurately in june 2017. He reported that on an unknown date and time, he obtained an alleged inaccurately high blood glucose result on the meter of ¿400ish mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. It was not established how the patient manages his diabetes or whether he made any changes to his usual diabetes management routine after obtaining the alleged inaccurate result. He reported that sometime later, he ¿collapsed¿ with symptoms of ¿dizzy and thirst¿. It was not established what treatment, if any, the patient received. During troubleshooting, the patient confirmed that her meter was set to the correct unit of measure and his test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Collapse, dizzy and thirst, after obtaining alleged inaccurately high results on the subject meter.